Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was producing unsupported scope error code e315. The issue was found during preparation for use for a diagnostic procedure, which was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the scope cover was dented; switch 1 was broken; the bending section cover adhesive was detached; the light guide lens was broken; the light guide bundle was abnormal; waterproof failure due to the right/left and upward/downward knob; the gap on upward/downward knob and the knob torque of upward/downward knob on free exceeded standards due to the worn angle-wire; the angulation in the up direction was out of standards due to the worn angle-wire; there was corrosion from the scope connector cover unit and scope connector due to leakage; the suction cylinder and air/water cylinder are peeled off; the universal cord was corrugated; the distal end had scratches and dents; the objective lens chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the display of error message e315. The instructions for use (IFU) state the following regarding the suggested phenomenon: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.